Manufacturer narrative:
Two photographs were returned for evaluation. Upon further investigation of the reported complaint, the label was able to be printed both with the neonatal format and pediatric part number. This confirms the reported customer complaint. The cause of issue was determined to be the manufacturer personnel.

Event description:
Additional information provided that patient is currently receiving care in the neonatal intensive care unit. The incident was reported to be resolved.

Event description:
Information was received that after a smiths medical tracheostomy tube had been placed, it was noted to be in the incorrect size. The intended size was 3.5 neonatal (34 mm), but the actual size was 3.5 pediatric (40mm). It was further noted that the box of the original tracheostomy tube had incorrect labeling from the manufacturer. Although the box is labeled "neonatal" it actually has the dimensions and product number of a pediatric tube.